Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level was 326 mg/dl. Tandem technical support performed a system check and determined that the cartridge should be changed. The customer indicated that cartridge will be changed and a correction bolus will be delivered to stabilize blood glucose levels.